Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's system board and blower motor were replaced to address the issue. The ventilator was repaired, but not returned to the customer, pending customer approval of the estimate.

Event description:
The MFR rec'd info alleging a ventilator inoperative condition occurred. There was no harm or injury reported.